Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings:a review of the black box revealed that no data was recorded from the event date. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated occlusions or alarms. The pump was forced into an occlusion and the pump alarmed of the occlusion properly. The occlusion alarm was also recorded accurately in the alarm history. The force sensor calibration reading was high and not within specifications. The pump case was removed and the force sensor resistance reading was within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. The reporter stated that the cannula on the infusion set was bent, however the pump did not alarm for an occlusion. The pump occlusion sensitivity was set to high and the pump history contained no recorded occlusion alarms. It was reported that the user blood glucose (bg) reached 420 mg/dl with no signs or symptoms of hyperglycemia. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of an absence of an occlusion alarm, and the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.